Event description:
It was reported that prior to starting a da vinci si surgical procedure the maryland bipolar instrument was noted to have a broken cable. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable was frayed. The frayed pitch cable was found at the wrist. The frayed segments were various in lengths. No damage or wear marks were found at the clevis. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.